Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the device fractured during a total knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the complaint sample was not evaluated and the reported event could not be confirmed. The device history records were not reviewed as the lot number associated with the reported event is unknown. The root cause of the reported issue was determined to be user error, as it was reported that the provisional was struck with a mallet, which is advised against within the surgical technique. A summary of the investigation conveying the proper surgical technique and use of the device was not submitted to the complainant, as the surgeon is aware of proper usage of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.